Event description:
The patient experienced hypoglycemia after priming the pump while attached to the infusion set. No medical treatment was required.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient stated that she administered excess insulin by priming the pump while attached the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the rewind / prime sequence.